Manufacturer narrative:
The customer called technical support again to report that with alternating current (ac) power connected, the device intermittently switched to operating on battery power. This issue has been reported three times since june, and the customer has not been able to duplicate the issue. The customer previously verified that the internal power harness connections were secure and replaced the power cord. The remote service engineer (rse) advised the customer to replace the power supply and provided the customer with the part number of the replacement power supply for repair. The repair is still pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was intermittently not running on alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was intermittently not running on alternating current (ac) power. The customer was with the device at the time of the call and informed technical support that the device was working as expected and operated on ac power after the customer replaced the power cord. The remote service engineer (rse) went through the process of checking power into and out of the power supply with the customer. The customer is going to monitor the device and will check the voltages the next time the device switches to battery power with ac power connected. The customer also informed the rse that the power management (pm) printed circuit board assembly (pcba) was replaced per field correction order, and the rse provided the customer with the part identification (ID) of the replacement power supply for repair if needed. The investigation concludes that no further action is required at this time.